Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged infection of the plate and/or bone, which required revision, could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by the department of traumatology, basel university hospital, switzerland. The title of this report is, ¿effect of intraoperative three-dimensional imaging during the reduction and fixation of displaced calcaneal fractures on articular congruence and implant fixation ¿, published on march 11, 2015, which is associated with the stryker ¿variax 2 plating system¿. The article can be found at doi: 10.1177/1071100715576518. This report includes an analysis of the clinical data that was collected on 138 patients, between march 2011 and march 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 3 patients experienced infection of the plate and/or bone, which required revision. ¿ the report states, ¿ in 3 patients (5%), the infections reached the plate and/or bone and required longer duration antibiotic treatment, surgical revision, and plate removal. None of the patients developed chronic osteomyelitis.¿

Manufacturer narrative:
Corrections: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. H6: corrections in health impact code. Link to the published article: https://pubmed.ncbi.nlm.nih.gov/25761853.

Event description:
The manufacturer became aware of a literature published by the department of traumatology, (B)(6) hospital, switzerland. The title of this report is, ¿effect of intraoperative three-dimensional imaging during the reduction and fixation of displaced calcaneal fractures on articular congruence and implant fixation ¿, published on march 11, 2015, which is associated with the stryker ¿variax 2 plating system¿. The article can be found at doi: 10.1177/1071100715576518. This report includes an analysis of the clinical data that was collected on 138 patients, between march 2011 and march 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 3 patients experienced infection of the plate and/or bone, which required revision. ¿ the report states, ¿ in 3 patients (5%), the infections reached the plate and/or bone and required longer duration antibiotic treatment, surgical revision, and plate removal. None of the patients developed chronic osteomyelitis.¿